Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event date of 05sep2025 was reviewed. At 07:56, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The backup battery fault alarm did not prevent the controller from supporting the system as intended in the data reviewed. Provided information indicated that the system controller (serial number: (B)(6)) was exchanged, resolving the reported event. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Heartmate 3 instructions for use (ev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2025 with an emergency backup battery (ebb) fault. Their system controller was changed out. The patient was issued a new backup system controller. No alarms were noted on interrogation. Additional log captured the ebb faults starting (B)(6) 2025 at 07:56 and continuing for the remainder of the log. It appeared that the ebb failed the load test resulting in these faults. The ebb fault resolved after the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.